Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-jun-2015, an fse visited the customer to address the reported event. The fse performed troubleshooting and found the reagent/tip lane causing multiple 4233 reagent/tip x home overrun and 4231 reagent/tip-x home detect error errors. The fse was able trace the issue back to a bad reagent tip limit sensor and replaced it. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due defective reagent tip limit sensor.

Event description:
On (B)(6) 2015, a customer reported error 4233 reagent tip x-home overrun with their aia-900 analyzer. The customer reported hearing grinding noises and tried rebooting twice without any success. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting beta hcg and estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.